Event description:
Description from the customer: "morcellator jammed with prostatic tissue. The problem was then resolved by disassembly. Upon reassembly, the morcellator seemed 'blunt' and couldn't morcellate the prostatic tissue after various and timeless troubleshooting." Clarifications provided later: "dr. Has used another device to complete the procedure. In terms of time delay, please note that dr. Brought the patient back the following day (22/02) in order to complete the case. The product complaint was raised due to morcellator jamming and not being effective thereafter at morcellating the prostate tissue once the tissue that was lodged was removed. No visible abnormalities of the morcellator was noted."